Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned that a 33mm 11400m mitral valve explanted after an implant duration of 4 months, 18 days due to endocarditis. The explanted mitral valve was replaced with another 33mm 11400m valve. Per medical records, the patient presented with sob. The patient underwent redo-avr with a 27mm inspiris (B)(4), redo-mvr with a 33mm 11400m mitris valve, and ECMO placement. Intraoperatively, mitral valve prosthesis was dehisced with infectious destruction of the aorto-mitral curtain and vegetations on the prosthetic aortic valve. Unable to adequately debride and replace the mitral valve with the av in place, both were removed. The aorto-mitral curtain had torn suture causing massive pvl and valve rocking. The aorto-mitral curtain was repaired. A new 33mm mitris valve and 27mm inspiris valve were implanted. The patient was transferred to ICU in critical but stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 33mm 11400m mitral valve explanted after an implant duration of 4 months, 18 days due to unknown reason. The explanted mitral valve was replaced with another 33mm 11400m valve. During the same procedure the patient also had a 29mm 11500a aortic valve was explanted after an implant duration of 4 months, 18 days due to unknown reason (2023-17418-01). The explanted aortic valve was replaced with a 27mm 11500a valve.